Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand; which revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The noise issue could not be duplicated during the investigation of the controller. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to noise issue include: 1.the back of the controller may have came in contact with an item that protruded the cooling fan to were the controller was making a louder noise as the fan came into contact with an object. 2.there may have been an issue with another device used as part of the system. 3.the volume knob may have been turn to a higher level cause excessive noise or the speaker may be not functioning correctly.

Event description:
It was reported that the device was making a weird noise and the case had to be cancelled since no back up device was available to complete it. No patient injuries or complications were reported.